Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all station was not connecting to the server. A technical support specialist (tss) reviewed the case and noted that the customer reported all stations were not communicating and coordinated with the hospital information technology team, who were working on network configuration and downtime recovery. Once network connectivity was restored, the tss accessed the server and verified that all stations were communicating normally. The customer confirmed full restoration of communication and approved closure of the ticket. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not connecting to the server, and a disconnected mode icon was displayed on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.